Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was intermittently non-functional. The front response button metallic center dome was damaged, causing the intermittent response button failure. The root cause for the intermittent response button could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.